Event description:
It was reported that during an attempt to upgrade a physician's dell x50 handheld device, a company rep noted that the handheld will not stay on . The rep observed that the power light will turn off when the handheld is moved. If the serial adapter cable and power cord are moved around, the light will come on but will not stay illuminated. The physician's office confirmed that this issue has been occurring for several months and they were using a different handheld on their vns patients. When the company rep used his own power cord and serial adapter cable, he was able to use the handheld without any issues. The site has been sent replacement cables/cords and good faith attempts to have the power cord and serial adapter cable returned to the MFR for analysis have been unsuccessful to date.